Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after experiencing presyncope. The patient's device inappropriately diagnosed an arrhythmia as an svt when it was believed to be a slow vt. The arrhythmia was diagnosed as an svt once out of the several svt/vt/vf episodes. It was also noted that the arrhythmias were right around the cutoff for the vt-1 monitor zone. Programming changes were recommended. The physician decided to change the patient's medication and the tachy therapy zones were changed as well. No further information available.